Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported malfunction. The cse replaced the oxygen sensor. The ventilator passed self-testing. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report rec'd from (B)(6) stated that an 840 ventilator experienced an oxygen sensor malfunction while being used on a patient. No harm or change in patient's therapy was reported.